Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that after implantation, the device repeatedly alarmed. After the balloon was removed, it was found that the tip could not be opened and could not be used normally. As a result, a new catheter was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after implantation, the device repeatedly alarmed. After the balloon was removed, it was found that the tip could not be opened and could not be used normally. As a result, a new catheter was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The serial number (hl00290) reported on the complaint report does not match the serial number on the returned sample. The serial number of the returned sample is al10699. Additional information obtained during a follow up indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned iabc. The sample was returned in a shipping box and was loosely packed inside an original packaging box within a black plastic bag. Upon return, the distal end of the teflon sheath was noted at approximately 45cm from the iabc distal tip; clear liquid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal tip and near the proximal end of the bladder; the remaining exposed portion of the bladder was noted fully unwrapped. Bends to the iabc were noted at approximately 5.6cm, 41cm, and 70cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. A dried yellow media was noted on the exterior surfaces of the iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document q-96. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.9cm, 41.8cm and 73.6cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.6cm from the iabc luer, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab would not inflate completely is confirmed. During the investigation, the distal portion and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that after implantation, the device repeatedly alarmed. After the balloon was removed, it was found that the tip could not be opened and could not be used normally. As a result, a new catheter was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.